Manufacturer narrative:
A revision procedure was performed to reposition the lead. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient was experiencing diaphragmatic stimulation and this atrial lead was found to be dislodged.